Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include a possibility of peeling off due to aging and other factors. Also, a result of external force such as strong rubbing on the part in normal use including reprocess.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the elevator channel inlet was found loose and leaking. The device passed the secondary leak test. The forceps cover glue was found peeling. The rubber glue was cracked. The image was found with multiple broken elements. The elevator inlet was found loose and leaking. No other issues were found during the device inspection. The device was serviced and returned to the user facility. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported that the connection part where the tubing attaches on a gastrovideoscope was loose. When they tried to flush the scope, the water squirts back at them. This issue occurred during reprocessing of the device. There was no patient involvement or injuries. No additional information has been obtained. During evaluation of the device, the forceps cover glue on the distal end was found to be peeling off.